Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump is malfunctioning. Customer reported that the insulin pump is not delivering insulin. Customer's blood glucose reading at the time of the incident was not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Unit alarmed motor error during testing test due to faulty force sensor resistor. Unable to verify excessive no delivery alarms or perform occlusion test due to motor error alarms. The motor was tested outside the device and passed. Unit received with cracked case at the display window corners. Unit received with minor scratched display window and case.